Event description:
A caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump, causing it to shut down. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.